Manufacturer narrative:
A2, a3a, a4: patient demographics added (age, sex and weight). B1: updated to include adverse event. B2: updated to reflect outcomes attributed to the adverse event. B3: updated from 1/28/25 to 1/23/25 due to additional information. B5: additional information received via user facility medwatch, reference mw5168431, reported that the fiber melted and broke into two pieces, while inside of the patient's vein. Patient required surgical intervention to remove the foreign body. D9: updated to "no" sample returning. E4: updated to "yes". G3: additional information received via user facility medwatch, reference mw5168431, on 4/10/2025. H1: updated to reflect serious injury. H6: updated coding. H10: added reference to user facility medwatch, reference mw5168431. Reference (B)(4).

Event description:
Additional information received via user facility medwatch, reference mw5168431, reported that the fiber melted and broke into two pieces, while inside of the patient's vein. Patient required surgical intervention to remove the foreign body.

Manufacturer narrative:
The device has not yet been returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference: (B)(4).

Event description:
An end user reported an issue with a nevertouch direct procedure kit. During a procedure, the fiber melted into two pieces. The end user is uncertain if the event was product or equipment related but the equipment has been removed from use and account would like it evaluated. There was no report of patient harm or adverse event by the end user. Despite multiple good faith effort attempts, no further details have been provided.

Manufacturer narrative:
The customer's reported complaint of the fiber became burnt and detached during use could not be confirmed since no fiber complaint sample was returned. Without receiving product for evaluation a definitive root cause cannot be determined. Potential root cause for this type of reported burnt/detachment failure mode is a fracture of the fiber core due to handling damage, which allows laser energy to escape at the fracture site and eventually results in burning of the cladding and fiber detachment. A device history record (DHR) review of the indicated packaging/assembly lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. Prior to packaging, all components are inspected for damage. Labeling review: the instructions for use (16900430-01) which is supplied to the end user with this catalog number contains the following statement "avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a diameter of 16cm." The user manual (man/31/0075), which is supplied to the end user with this unit, states "before using a fiber, check it carefully for any signs of damage during storage or transit. Protective caps should be in place over sma connectors. Do not use if there is any sign of damage." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint continues to be monitored for trends. Reference (B)(4).